Event description:
A caller reported that their insulin pump began smoking while it was charging. There was no adverse impact to the customer's blood glucose level. The customer was informed not to use third-party charging supplies with the pump. As corrective actions, tandem technical support processed the return of the defective pump and sent a replacement pump along with tandem charging supplies as a goodwill gesture. The customer was instructed to allow the pump's battery to deplete before returning it and provided with steps and training for the replacement pump, which was sent without a signature requirement for delivery. The customer acknowledged and understood all instructions and procedures.